Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an alert tone from the implantable cardioverter defibrillator (ICD). A follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead has high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.